Manufacturer narrative:
The device history record for this lot was reviewed and no abnormalities regarding inspection results of molded products or molding equipment were found. The supplier manufacturer received the three used syringes and performed a full evaluation. The outer sleeve of the syringe is continuous molded by cooling and hardening hot-molten raw resin injected into a mold under high pressure. The sample inspection of dimension and shape of the syringe were conducted periodically. It was visually inspected and confirmed that no defects that affect attachment of the cannula such as cracks, deformation, or adhesion of foreign materials were found on the tip of the syringes. A retained supplier¿s cannula could be attached to the syringes without looseness, and no abnormalities were found. The shape of the tip of the syringes were dimensionally inspected and were within specifications. The root cause of the customer's complaint could not be established as the returned syringe samples met specifications. The supplier investigation of this complaint determined that this sample met specifications; therefore, no corrective action is required at this time. The supplier manufacturer did indicate maintenance quality checks of the molding equipment for the syringe will be conducted continuously and product inspections will continue to monitor for defects that affect attachment of the cannula. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cannulas came off the syringes during a procedure. The surgery was completed without product replacement. There was no patient harm.